Event description:
It was reported that the vertical lift column on the 8800 system would not work, and the x-ray switch was stuck. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was re-installed and the x-ray switch replaced during the service call. The system was tested and found to be working as intended, and put back into service.